Event description:
Pt experienced multiple complications from mesh that was implanted in (B)(4) 2009, including; bowel complications, abdominal pain and swelling, shortness of breath, weight gain, pain during sexual intercourse, unable to walk long distances, inability to work, abdominal fullness. Pt also used lots of otc gas pills, laxatives and herbs during this period to "flush" herself.